Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose of 475 mg/dl. They treated with a bolus from the insulin pump. The customer declined troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.